Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood present in/on the helix mechanism; full lead analyzed.

Event description:
It was reported that during the implant of the right ventricular lead, there was concern that the lead may have been damaged by the process of withdrawing it through the introducer. The lead was removed and replaced. No patient complications have been reported as a result of this event.